Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the lead exhibited episodes of over-sensed noise. No intervention was performed. There was no patient consequences.

Manufacturer narrative:
The reported events of lead noise and insulation damage were confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found multiple internal insulation abrasion. One internal insulation abrasion breaching the ring electrode cable lumen, and inner coil lumen with both ring electrode etfe cable coating abraded between the right ventricular and superior vena cava shock coils. The ptfe liner was found intact and undamaged. An external insulation abrasion breaching the is-1 connector leg and exposing the outer coil consistent with friction to the device can. The cause of the reported event was due to the external insulation abrasion and exposing the outer coil in the abrasion zone consistent with friction to the device can and an internal insulation abrasion between the shock coils at the distal region of the lead. Corrected data: h7 should have "recall" selected and h9 should have been "z-0457-2012" rather than blank in follow-up number 1.

Event description:
New information received noted that the right ventricular (rv) lead was explanted and replaced. When the lead was explanted, externalized conductors were observed. The patient was in stable condition.